Manufacturer narrative:
A4 - average weight d6a: implant date year only valid .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; physician-modified fenestrated navion endograft for the treatment of a symptomatic post dissection thoracoabdominal aneurysm gibello l, frola e, ripepi m, ruffino antonella m, varetto g & verzini f journal of vascular surgery cases and innovative techniques 2021;7:344-9 https://doi.org/10.1016/j.jvscit.2021.03.011. If information is provided in the future, a supplemental report will be issued.

Event description:
A 65mm postdissection thoracoabdominal aneurysm (pd-taaa) was diagnosed in a patient on cta. 12 years previously the patient had underwent treatment of an acute type b aortic dissection complicated by left renal malperfusion. The patient was deemed unfit for open repair, so a two stage treatment procedure was planned which included thoracic endovascular aneurysm repair plus celiac artery (ca) rerouting with a stent as a first stage, followed by a custom-made four fenestrations endograft, to decrease the risk of paraplegia. During the first stage of the procedure 2 valiant navion stents grafts (proximal 37 x 31 x207 mm, distal 34 x 28 x 207 mm) were implanted along with a non mdt bare metal stent. One week later, the patient presented with thoracic pain and dyspnea. A cta was performed which showed an 85mm thoracic aneurysm with a contained rupture, pleural effusion and left lung collapse. A 31mm valiant navion stent graft was physician modified where 4 fenestrations were cut. This stent graft was then deployed with a 5cm overlap in the previously implanted stent graft. 4 covered non mdt balloon expandable bridging stents were implanted at the fenestration site. A reliant balloon was used to aid fixation of the stent graft at the proximal overlapping zone and at the fenestrated areas. Following this, distal sealing was achieved by deploying a 37 x 90 mm valiant navion. Completion angiography showed visceral vessels patency and a residual small blush of contrast of uncertain origin at the level of fenestrations. Pre-discharge cta revealed a type iiic endoleak at the level of the sma fenestration-bridging stent. Relining was performed 4 months later after the first treatment using a non mdt balloon expandable stent, a small residual type iiic endoleak remained visible, with complete thrombosis of the thoracic portion of the aneurysm without sac enlargement. It was said the iiic endoleak may have occurred because fenestrations had been designed too large to decrease the risk of misalignment and failure to cannulate, but insufficient flaring of the mating stent graft was then not able to cope with the gap between the aortic and the visceral components. It was reported the patient is alive and well and 20 months. No additional clinical sequalae were provided and the patient will be monitored.